Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of event is unknown. Additional device product code was used hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was attempted for part # 426.632s, lot # 9009345. Device history records review was not possible as lot number 9009345 does not match to article number 426.632s. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent surgery to conduct total hip arthroplasty (tha). The surgeon applied corail total hip system as tha (total hip arthroplasty). During the surgery, the patient had a bone fractured which occurred before using the devices when the surgeon tried to decide the leg position. Later, the surgeon fixed with an lcp (locking compression plate) plate. On (B)(6) 2016, it was found that the plate was broken. It was reported that the patient was very active and started walking and running relatively early after the surgery. A surgical revision was done on (B)(6) 2016 and it was revised with a new plate. The revision surgery was completed successfully. Patient outcome was reported well. This report is for one (1) lcp plate. This is report 1 of 1 for (B)(4).